Event description:
Reporter stated that customer received the following results on the aviva combo system within 10 minutes: 30.0 mmol/l and 8.0 mmol/l, 10.0 mmol/l and 4.0 mmol/l. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.